Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters, nc trek rx, instruction for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-calcified lesion in the mildly tortuous mid right coronary artery (rca). The 4.00 x 20 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance and ruptured at 5 atmospheres during the first inflation. The device was removed without difficulty and a linear split was noted once outside the anatomy. A 4.5 x 20 mm nc trek was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.